Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the radial artery. The 99% stenosed target lesion was located in the severely calcified and severely tortuous apical left anterior descending artery. Another competitors guide wire was inserted and the 20mm x 2.00mm apex monorail balloon was used for plain old balloon angioplasty. The user encountered significant resistance while inserting the apex balloon. Upon the 2nd inflation, the balloon ruptured at 14atms (1st inflation: 12atms). The procedure was completed with another manufacturers balloon which was inflated to 14atm and another manufacturers stent was implanted. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).